Event description:
It was reported that distal shaft detachment occurred. The patient presented with coronary ischemia and underwent angioplasty. A 28 x 2.25 promus premier drug-eluting stent was advanced through the guide catheter; however, the distal shaft of the stent catheter fractured and the tip was kinked. The device was removed from the patient intact and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that distal shaft detachment occurred. The patient presented with coronary ischemia and underwent angioplasty. A 28 x 2.25 promus premier drug-eluting stent was advanced through the guide catheter; however, the distal shaft of the stent catheter fractured and the tip was kinked. The device was removed from the patient intact and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the distal end of the stent catheter shaft was only kinked, however an image returned by the site showed detachment. It was further reported that the shaft broke during introduction.

Event description:
It was reported that distal shaft detachment occurred. The patient presented with coronary ischemia and underwent angioplasty. A 28 x 2.25 promus premier drug-eluting stent was advanced through the guide catheter; however, the distal shaft of the stent catheter fractured and the tip was kinked. The device was removed from the patient intact and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the distal end of the stent catheter shaft was only kinked, however an image returned by the site showed detachment.

Manufacturer narrative:
The device was not returned for analysis. However, a photo was provided by the site which showed a break in the hypotube section of the device.